Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). The actual event date was not known. This date is based on the date of publication. It was not possible to match these events with any previously reported events.

Event description:
Pancucci, g., lopez-gonzalez, a., sanchez-garvi, e., ramos-soler, d., pla-cortina, c., prat-acin, r., botella-asuncion, c. Spinal granulomas associated with intradural morphine delivery systems: early diagnosis and surgical treatment. Clinical neurology and neurosurgery. 2013;115(10):2270-2273. Summary: the aims of the present paper are: to present two cases successfully treated at our unit with surgery, to offer an actualized review of the literature about this unusual complication, to discuss indications and results of surgical approach in patients with clinical evidence of myelopathy and to focus on the importance of MRI not only as a diagnostic tool, but also as a powerful way of following up patients with chronic intradural morphine infusion, in order to achieve diagnosis. Reported event: a (B)(6) woman experienced a growing pain, paraparesia and the necessity to use a wheelchair for displacements. Spine MRI showed a mass at d9 level, surrounding the catheter¿s tip, with ring enhancement after gadolinium administration (fig. 2a and b). Thus, a dorsal laminoplasty was performed under evoked motor and somatosensory potentials neuromonitoring, and a gross total resection of the mass was achieved. No intraoperative changes were noted during neuromonitoring. Histological examinations found an inflammatory granuloma with a dense necrotic center and a remarkable collagenous wall (fig. 2c¿e). At 26 months follow-up, paraparesia remains unchanged and patient still needs a wheelchair, but pain control is better (vas 2-3 with transdermic drugs administration).